Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that pt underwent total hip replacement in 2007, in which he rec'd a durom cup acetabular component. Pos-op, pt has been experiencing pain and his dr recommended revision, though it is not yet scheduled.